Event description:
Reporter alleged the customer obtained discrepant blood glucose results of 51 mg/dl back to back with a result of 103 mg/dl when testing was performed 5 minutes apart in the morning on the advantage system. Reporter stated she was feeling dizzy, however, did not indicate whether the symptoms were typical hyperglycemic or hypoglycemic at the time. Reporter indicated she "laid down," however, no other actions were taken or treatment was received. A request was made for the return of the suspect device and replacement product was sent.